Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), concomitant device evaluation and product retains analysis. Lot number is unavailable; therefore, DHR could not be performed. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Lot number is unavailable; therefore, trending analysis could not be performed. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect positive cyclesure bi was not returned for evaluation. An issue with sterrad 100s performance is unlikely since the cycle passed. A full verification test was carried out and the injector pump assembly was replaced. The unit was stored to specifications. The retains product was unable to be evaluated, and the suspect bi was not received for evaluation; therefore, there is insufficient information to determine assignable cause. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). No code available: suspect positive bi.

Event description:
The customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The affected load was recalled and reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00610 and 2084725-2015-00611.